Manufacturer narrative:
Investigation conclusion: the report of an overinfusion of sodium acetate was confirmed in the pcu event log and was due to user programming. The pcu event log shows syringe module s/n (B)(4) received a remote IV request for ivf + heparin (drugid 179) with a rate of 0.5ml/hr with a vtbi of 50ml at 8:56 pm on 13dec2020 using a 50ml bd syringe with 43.9983ml detected. The user selected various keys before finally entering 24 hours for the duration, which made the rate 1.8333ml/hr (43.9983ml / 24 hours = 1.8333ml/hr) and then started the infusion. The infusion ran for approximately 2 hours at 1.8333ml/hr (instead of the intended 0.5ml/hr) with a recorded volume of 3.6375ml. A review of the device error logs found no errors during the time of the reported event. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported overinfusion of sodium acetate was identified as due to user programming. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 09jun2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 30dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only event log was provided for investigation.

Event description:
It was reported that in the nicu there was an over infusion of sodium acetate. 0.45% sodium acetate, heparin 0.5 unit/ml in a 50 ml bag was ordered. The nurse programmed the pump at a rate of 0.5ml/hr to be run as a continuous infusion into the infant's arterial line as ordered. The infusion "actually started at 0.5, it was never supposed to go to 1.83." The nurse noticed when issue occurred and fixed it. It was reported no harm to patient.